Manufacturer narrative:
Correction: d1, d2, d4, d10, h3, h6. The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received target device shows sign of multiple usages. The printings turned from white to fawn, which indicates multiple cleaning and sterilization cycles over the time. The material degraded at drill insertion point. A pre-operative check was performed with sample instruments and sample nail (3125-1180s). All proximal nail hole combinations (ccd angles 120°, 125°, 130°) and all distal nail hole combinations (static and dynamic) were found fully functional, the sample drill passed the nail holes without nail contacts. No deviation was found. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The device was manufactured in 2009 so as per the IFU, cleaning and sterilization guide ¿careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ based on the x-ray received, it was clear that the surgeon did not follow the operative technique during the surgery where it is mentioned that ¿check that the distal locking sleeve assembly with the trocar removed is in contact with the lateral cortex of the femur and is locked securely with the speedlock sleeve knob. Confirm final locking screw placement with a/p and lateral fluoroscopic x-ray¿. Based on the investigation, the root cause of the failure is not linked to a deficiency of the device whatsoever and that it has more to do with user handling error. A review of labelling did not indicate any abnormalities. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that : "after a gamma nail was placed, one of our orthopaedists realized on a patient's control radio that a screw was not in place. It seems that this is due to the handpiece. "

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
The customer reported that : "after a gamma nail was placed, one of our orthopaedists realized on a patient's control radio that a screw was not in place. It seems that this is due to the handpiece."